Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Per visual inspection, faulty printed circuit board (pcb) and cracked tank cover. Per functional testing, the temperature was below the calibration specifications and kept dropping contrary to the complaint. The root cause was a faulty pcb. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the pcb, reservoir gasket, and o-rings. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "high temperature reading". This was found during testing, no patient or user harm reported.